Event description:
Boston scientific crm received information that this lead dislodged.

Manufacturer narrative:
The lead, which is a passive fix lead, remains in the desired vessel however has back out of the original position. The lead continues to have capture. No intervention was performed at this time as the following physician elected to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received that this left ventricular (lv) lead was capped due to high thresholds from being dislodged. No adverse patient effects were reported.